Event description:
Information received a smith medical medical cadd-legacy 6400 pump of failing accuracy greather then 6%. The customer at (B)(6) hospital repeated the testing twice with new cassette and the range of error was between 10-14%. Event occured during testing and no patient involvment. Related complaints to same issue. The device had been initially repaired by smiths medical before this testing. Customer reached out (B)(6) technical support was advised of this inquiry via oracle service cloud on friday,(B)(6) 2019.